Event description:
The facility representative reported to largo customer service a device with an overinfusion. This event occurred during biomed testing. No pt involvement was reported. No additional info is available.

Manufacturer narrative:
The device has been rec'd in baxter and an evaluation is being performed. A follow-up report will be submitted when the eval has been completed.